Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe was experiencing a fault with error c-34. The operating room staff was instructed to disconnect and reconnect the erbe power cord, but the fault persisted upon power up. It was communicated that the erbe required service. The staff was then asked to locate a backup covidien generator and energy activation cable. The operating room staff had to end the call to set up the backup generator and switch instrument cords, and requested a field service engineer to call as soon as possible to discuss service. The surgeon planned to continue the procedure using a third-party generator. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe iesu to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found errors pointing to the generator confirming the issue occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The erbe was tested using a well-known system and the unit powered on and displayed error c-34. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.